Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) became dislodged and experienced pain that wrapped around their rib cage. The lead was then removed and replaced. The indications for use of the implanted device were noted as non-malignant pain and complex regional pain syndrome type ii. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. See manufacturer¿s report # 3004209178-2015-18901 for the patient¿s subsequent issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the lead was removed from the patient's spine and replaced because it was not scarred in place. There were no falls or trauma reported associated with the event. The patient stated that they couldn't breathe like a tight belt around the chest if additional information is received, the event will be updated.